Manufacturer narrative:
Gtin: (B)(4). Alleged failure: surgeon had the tip of one serfas wand break off during a shoulder arthroscopy and then proceeded to open four other boxes to find that the tips of each of the wands had bubbled up on the end and were not usable. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the evidence obtained through the physical evaluation of returned probe no observable parts or partial parts were missing, therefore, the alleged claim of tip break off unable to confirm. The probable root cause/s could be a possibility of the excess glue was melted during use, non-conforming component, poor assembly process, an excess glue/seal, excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was glue noticed during surgery at the tip of the probe.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there was glue noticed during surgery at the tip of the probe.